Event description:
Hamilton medical ag received the following incident description: "damage from faulty uninterruptible power supply (ups). Confirmed that the unit was not charging in the workshop and that the voltage test point for power was zero when power was plugged in. Capacitor on power supply board has been blown". There is no patient involvement. Based on the alleged information referring to some burning smell from a capacitor in the power supply, this event is assessed as reportable.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Manufacturer narrative:
Investigation outcome: complaint description: damage from faulty ups. Confirmed that the unit was not charging in the workshop and that the voltage test point for power was 0 when power was plugged in. Confirmed that the unit was not charging in the workshop and that the voltage test point for power was 0 when power was plugged in capacitor on power supply board has been blown. The problem was solved by replacing the power supply. This case is considered as closed.